Event description:
A clinical supervisor reported a slit lamp problem during a photocoagulation procedure; the "burns would not go through" even when the laser was turned all the way up. The procedure was unable to be completed. There was no harm to the pt.

Manufacturer narrative:
The company representative examined the system and noted low slit lamp power due to a damaged optic fiber. The company representative replaced the fiber cable assembly to resolve the problem. The laser indirect ophthalmoscope (lio) was also inspected and a broken fiber was found. The company representative replaced the lio cable assembly. The company representative adjusted the laser temperature. Preventive maintenance was performed. The system was then tested and met product specifications. A review of complaints for the last 24 months did indicate 2 similar reports for this system. A review of complaints for the last 24 months did not indicate any additional similar reports for this lio. The root cause of the reported event was isolated to be a damaged optic fiber on the slit lamp and a broken lio filter. (B)(4).